Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported elevated blood glucose (bgs) around 400 mg/dl with ketones and nausea for three days. The patient stated that she had decreased activity and decreased food intake due to the nausea. The patient was unsure if she was becoming ill unrelated to diabetes management. The patient reportedly administered a correction injection and her bg was 260 mg/dl at the time of the call to animas customer support. Customer support reviewed the pump with the patient and found all settings and histories were correct. The patient denied any site or set issues. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed records from the date of the reported event on (B)(4) 2011 had been overwritten due to continued patient use. There was record of time and date reset on (B)(4) 2013 05:16 to 05:22. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately after the pump had been exercised for 29 hours. The pump was opened for investigation and revealed the internal clock battery on the pcb board malfunctioned.